Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular (lv) pace impedance measurements of greater than 3,000 ohms during the implant procedure, in one of the pacing configurations. The physician reprogrammed the pacing configuration and was still getting high out of range measurements. There were also right atrial (ra) pace impedance measurements of greater than 3,000 ohms observed. It was noted that the physician used a plasma knife during the procedure. The physician reinserted everything and the measurements were within normal range. The device remains in service. No adverse patient effects were reported.